Event description:
Patient contacted treating physician approximately 3 weeks post-treatment reporting pain, swelling and redness in arm. Went to ER, where was diagnosed with cellulitis. Treated with antibiotics and surgery to drain abscess, required reported 5 days hospital stay. Cultures showed staph infection, responded to antibiotics. Not completely resolved, still receiving wound care.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed. Product met specifications prior to shipment and following all subsequent service activity.